Manufacturer narrative:
The device was not returned for analysis. It may be possible that the distal shaft was entrapped or restricted in the anatomy such that the ratchet was unable to properly engage the stent to fully deploy; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 100%, heavily calcified and chronic totally occluded (cto), lesion. The vessel diameter was 6.0mm and the lesion length was 100mm. A 6f 45cm sheath was advanced and the lesion was pre-dilatation with an unspecified balloon dilatation catheter. A 6.0x40mm supera self-expanding stent system (sess) was to be implanted at the distal part of the lesion and a non-abbott stent at the proximal part of the lesion. The sess was advanced and on attempting to deploy the stent, the user inadvertently pulled the sess back after 1cm had deployed and the stent jumped. The supera sess was removed under fluoroscopy with the stent partially deployed. The non-abbott stent was implanted at the proximal to distal part of lesion were the supera was planned to be implanted, successfully completing the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.